Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: due to adhesive peeling around the bending tube, the connection between bending section and distal end is detached. Based on the results of the investigation, root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited that due to adhesive peeling around the bending tube, the connection between bending section and distal end is detached. There were no reports of patient involvement.